Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water leaked between rear cover and gold ring a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. ¿olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera experienced no picture. There were no reports of patient harm.